Manufacturer narrative:
Follow-up #1: date of submission: 12/4/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: a review of the pump black box revealed no evidence of a short battery life. No battery was returned and all testing was performed with a test battery cap. The test battery cap was unable to fully tighten. The battery compartment threads were found to be damaged. The battery compartment was found to be cracked from the thread area to the case seal. Current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. A leak test showed at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue.it was alleged that the pump's battery life was shorter than expected. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.